Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced a low blood glucose (bg) level that ranged from 51-52 mg/dl. The cause of the low bg was unknown. The customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.